Event description:
Physician reported that the suture broke six days following open abdominal laparotomy. A running suture technique was employed for fascia closure. Pt was returned to the operating room for repair of the abdominal closure. No further complications were noted as a result of this event. The pt expired in 2000 as a result of pulmonary embolism. The death was not related to the suture breakage.